Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Patient was revised due to tibia subsided and loosening of the unknown component at the bone to implant interface. Patient knee was done by a surgeon last (B)(6) 2021 at (B)(6). Surgeon wanted to revised the entire knee. Since the knee was done less than a couple weeks, there wasn't much bone ingrowth into the porous components. The tibia, femur, and insert were removed, leaving the patella implanted. The patient was then prepped for a stem and sleeve on the tibial side, and crs femur on the femoral side. Trial reduction was performed with a 10mm crs insert and found to be stable. Implants were opened and inserted. Closing process began. Doi: (B)(6) 2021, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.